Event description:
A staff member was able to insert a blade incorrectly into the instrument. Although the blade was clearly marked which side should be placed "up". It allowed the user to place the blade in the instrument the wrong way and be functional.